Event description:
It was reported to philips that the live monitor display was not functioning during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset the connections, and the system was fully functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).